Event description:
The customer reported that the ventilator was having nav-ring issues during preventative maintenance. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported nav-ring issue via operational check. The customer replaced the front bezel to address the problem. However, this did not repair the issue. The customer then replaced the ui board and a switch cable. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported.